Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. In addition, the guide states that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer reportedly overfilled cartridge and used cold insulin. There was no reported impact to the customer's blood glucose level.